Event description:
It was reported that during central processing, the 8mm permanent cautery hook (pch) instrument's jaw was broken. There was no report of patient involvement.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a permanent cautery hook (pch) to perform failure analysis. The pch instrument was analyzed and found to have a broken distal clevis at one of the ears of the clevis. The broken piece was not returned, measuring roughly 5.37 mm x 6.99 mm in size. This missing piece is a detached fragment. Clevis does not show abrasions or scratches on the outer surface. Components adjacent to the broken clevis show damage. The conductor wire cap is dislodged, the grip cable is derailed, and the yaw pulley post is broken. Also, the instrument was found to have a dislodged conductor wire cap. The cap is still present, as the monopolar yaw pulley post that retains it is not broken. The instrument has a derailed grip cable from its normal position at the distal idler pulley. A visual inspection of the backend found no evidence of a cracked clamping pulley, input disk, or input shaft that would have caused the loose cable. The pch instrument has a broken monopolar yaw pulley at the posts of the distal clevis. The monopolar yaw pulley post that does not retain the conductor wire cap is broken. Broken pieces are missing as a result of breakage. Size of missing piece is approximately 0.057 x 0.061. The components surrounding the break did exhibit damage that would have contributed to the broken yaw pulley: the distal clevis ear is broken, the conductor wire cap is dislodged, and the grip cable is derailed. The probable root cause is attributed to damage during use, which may result from applying excess force on the instrument tip during handling, insertion, usage (overloading), or removal. Instrument collisions with other hand-held instrumentation or instrument driven outside the field of view can also cause damage to the instrument distal clevis. This issue can be resolved by using an alternate instrument to complete the procedure. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.